Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15510. It was reported that increase capture threshold and decrease ventricular sensed amplitudes were observed due to the loss of rv lead slack. Upon chest x-ray, the device had migrated, flipped and pulled the rv lead slack. The lead was explanted and replaced. The device was sutured down. The patient was stable before, during and after the procedure.